Manufacturer narrative:
The device is not returning for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_947 - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with degenerative mitral regurgitation (mr) and an enlarged atrium, and posterior leaflet prolapse. Two mitraclips were successfully delivered and deployed, reducing the mr to trace. On (B)(6) 2025, the patient was hospitalized for endocarditis and osteomyelitis following dental work. Per physician, the event was probably related to a clip and related to the steerable guide catheter. There was no device malfunction.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. Based on the information reviewed, there was no reported patient effect associated with the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. Codes removed: health effect-clinical code: 1834 endocarditis, health effect- impact code: 4607 hospitalization or prolonged hospitalization. Medical device problem code: 2993 adverse event without identified device or use problem. Type of investigation: 4118 types of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available.